Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a pcb00 intraocular lens (iol) into the patients eye, the lens got stuck in the cartridge. The iol made contact with the patients eye. Requests for additional information were not returned. No additional information was received.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 1/22/2019, device returned to manufacturer: yes. Device evaluation: the product associated to the complaint was received in the original folding carton on 01/22/2019. The plunger was observed in advanced position; the second detent mark was visible. The plunger was gently pulled back and found not locked. Directions for use includes the following: ensure that the plunger is locked by gently pulling back on the plunger. If the plunger does not pull back, then it is properly locked and the lens is now ready to be delivered. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution were observed at the cartridge tip. Directions for use (dfu) states to completely fill the viewing window of the pcb00 with ophthalmic viscosurgical device (ovd). The lens was stuck and overridden by the pushrod at the cartridge body. There is no visible gap. The reported issue was not verified. A product quality deficiency was not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request associated to this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.